Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch verioflex meter displayed inaccurate erratic results. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the meter inaccuracy began on (B)(6) 2018, at 9:01 am when he obtained alleged inaccurate blood glucose readings of ¿1.6 and 3.2 mmol/l¿ with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for precision. The patient manages her diabetes with oral medication gliclazide, metformin and jardiance (dose unspecified) and she indicated that in response to the alleged inaccurate reading, she delayed her diabetes treatment and she consumed her breakfast first. The patient denied developing any symptoms and she indicated that half an hour after the alleged issue began, she took her oral medications: gliclazide (1 tablet), metformin (2 tablets) and jardiance (1 tablet). During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure and the results were obtained from the same approval sample site. The csr confirmed that the strips had not been open longer than the discard date, had not expired, and had been stored correctly. Replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury adverse event. The patient did not develop signs/symptoms suggestive of a serious injury, nor did she receive medical intervention for an acute blood glucose excursion. However, this complaint is being reported as a malfunction because the calculated difference between the reported results falls outside lfs¿ precision criteria.